Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nissen. According to the reporter: the toggle quit working and became stuck after the first use. Both the doctor and the tech tried to fix the toggle and could not get it to budge. A new one was used off the shelf. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.